Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 0, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted with the reset, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurred, and acknowledged understanding of the instructions.